Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was an hardware issue. The field service engineer downloaded firewall, verified network speed, communication sled, network jack, network cable, and pyxinet connection and performed preventative maintenance. Changed the backup battery to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the device was not communicating. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.